Event description:
A caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The issue, identified as cartridge alarm 35, did not occur during the load process, and there was no previous report of alarms 30, 34, or 35 with the current pump serial number. Technical support was unable to continue troubleshooting due to an ongoing malfunction, labeled as malf 12, and planned to resume after resolving this issue.